Manufacturer narrative:
This is the same event as 3010536692-2016-00738.

Event description:
Allegedly the patient was revised due to the following mom complication: co or cr levels high in blood. It seems her cup looked to be loose and that a protrusion of the acetabulum appears optically on film.